Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into a working outlet and wait 30 minutes for pump to begin charging, and cts planned to follow up.